Event description:
It was reported that the customer's insulin pump experienced intermittent response of several buttons. The customer stated that the buttons were not pressed for longer than three minutes. The customer's insulin pump was not bumped or dropped. The customer cleaned the battery cap and did a battery change, but the issue persisted. Advised that the insulin pump be returned for analysis and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube and tube lip.